Event description:
It was reported that during the patient's follow up visit there was an observation several times that wireless telemetry was no longer available with the device. It is unknown whether there was any medical intervention. It was further reported that the device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the patient's follow up visit there was an observation several times that wireless telemetry was no longer available with the device. It is unknown whether there was any medical intervention. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis reveals that there were four pors (power on reset) for firmware initiated a por with no reason code on (B)(6) 2012 between 10:16:45 and 10:17:06. Current por count greater than equal to 4.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Analysis reveals that there were four pors (power on reset) for firmware initiated a por with no reason code on (B)(6) 2012, between 10:16:45 and 10:17:06. Current por count greater than equal to 4. The device was returned and analyzed. A firmware error message/code was noted.